Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal generator change out procedure, insulation breaches on the right atrial (ra) and right ventricular (rv) leads were observed. The leads were capped and replaced on (B)(6) 2019. There were no adverse events. The patient remained stable before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-12378.